Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the internal components of the device were noted during failure analysis, which is a potential cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.